Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, gkp-2801, suture anchor with one #2 (5 metric) hi-fi suture,2.8 mm, was used during a rc repair procedure on (B)(6) 2026 when it was reported, ¿during a surgical procedure one poplok suture 2.8mm anchor was found damaged.¿. The driver tip fragmentation had fallen in the patient; however, the fragmentation was removed from the patient. The procedure was completed as planned with an alternate, unknown device. Both the patient and doctor were reported as ¿good¿. There was no report of injury, medical intervention, or hospitalization. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.